Manufacturer narrative:
(B)(4). On an unreported date, the patients fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with reflin injection 1gm per day (route not reported), tobramycin injection 40mg per day (route not reported) and heparin injection 25000 iu (5ml) three times a day (route not reported). The cause of the peritonitis was unknown. Dianeal therapy was ongoing. The action taken with extraneal therapy was not reported. It was reported the patient was not hospitalized for the event. At the time of this report the patient remained ¿under treatment¿ and the outcome of this peritonitis event was not reported. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). During follow up it was reported that the patient was recovered from the peritonitis event. The outcome was previously unknown. Should additional relevant information become available, a supplemental report will be submitted.